Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist assisted the customer to tap the cubie lid and confirmed with the customer that the cubie lid opened after tapping on it. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie did not open. The customer stated that the user was unable to issue the medication and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.